Manufacturer narrative:
The manufacturer's svc rep performed an on-site investigation. The svc rep adjusted the voltage on the 5 volt line. The sys was tested and operates as intended.

Event description:
The customer reported that the 9800 sys would display a black screen during x-ray. No pt injury was reported.